Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a4, b2 (removed life threatening), d8, e1 (facility name, street, city, region, postal code), h6 (patient codes, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent incisional hernia. It was reported that after implant, the patient experienced infection, fistula, discomfort, pain, bowel obstruction, recurrence, abdominal pain, nausea, vomiting, anastomotic stricture, shrunken mesh, and adhesions. Post-operative patient treatment included revision surgeries, removal of multiple pieces of mesh, CT scan, small bowel resection, removal of mesh, enterotomy, hernia repair with new mesh, fluid resuscitation, ICU, right colectomy, partial abdominal colectomy, and lysis of adhesions with primary anastomosis.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent incisional hernia. It was reported that after implant, the patient experienced pain, bowel obstruction, recurrence, abdominal pain, nausea, vomiting, and adhesions. Post-operative patient treatment included revision surgeries, small bowel resection, explantation of mesh, enterotomy, and lysis of adhesions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent incisional hernia. It was reported that after implant, the patient experienced pain, bowel obstruction, recurrence, abdominal pain, nausea, vomiting, anastomotic stricture, shrunken mesh, and adhesions. Post-operative patient treatment included revision surgeries, small bowel resection, removal of mesh, enterotomy, hernia repair with new mesh, fluid resuscitation, ICU, right colectomy, partial abdominal colectomy, and lysis of adhesions with primary anastomosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative and post-operative diagnosis: recurrent incisional hernia. Procedure: recurrent incisional herniorrhaphy with mesh, lysis of adhesions. Events: the patient had surgical revisions, lysis of adhesions, recurrence, pain, and bowel obstruction